Event description:
Further follow up with the nurse at the hospital informed that the patient had a permanent tracheostomy; however, the nurse could not provide any additional information. No other relevant information has been received to date.

Event description:
It was reported that a patient had an increase in seizures and was admitted to the ICU in the hospital, and then had to be placed on a vent due to respiratory compromise. It was noted that the vns has not been checked in a while. During the hospital stay the patient's vns device was checked and programmed to higher settings. Per the nurse, the patient's condition is improving and the patient is now out of the ICU. No other relevant information has been received to date.